Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Might be cotton residue left inside- vagina foreign body in reproductive tract fabric, cotton had broken device breakage fabric was broken when she took it out...might be residue left inside complication of device removal case narrative: consumer reported via e-mail that the cotton on the tampon was broken. No serious injury reported.